Manufacturer narrative:
Additional information /investigation will be submitted in a supplemental report.

Event description:
It was reported that a m. Blue plus (# (B)(4)) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system was believed to be operating in underdrainage and difficult to adjust. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: unknown, weight: (B)(6) kg, gender: female.

Manufacturer narrative:
Investigation: visual inspection: dried deposit in the ped. Controlreservoir were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has indicated that all components have blockages. Computer controlled test: not applicable. Adjustment test: the m.blue was tested and is adjustable to all specified pressures. The progav® 2.0 was tested and is not adjustable. Klick force and brake function test m.blue: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Progav 2.0: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our test results, we can determine a blockage of both valves as well as a non-adjustability on the progav 2.0 valve at the time of our investigation. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.